Manufacturer narrative:
Device not returned for evaluation as it was discarded by the hospital. If additional information is received, it will be reported on a supplemental report.

Event description:
Per sales rep: dr went in and removed the implant 2-3 weeks after implantation. Patient was experiencing some swelling after having a microvascular decompression. Since explantation, patient is doing fine.